Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. Additional type of investigation codes that were unable to be added in h6: labeling review. Analysis of images. Additional information: after internal review of procedural tee, ice, and fluoroscopy video, it was confirmed that the 44mm evoque valve embolized into the right ventricle. This occurred acutely after device deployment. The septal and anterior sides of the evoque valve are in the right ventricle. The evoque valve appears minorly unstable. There is moderate transvalvular tr and moderate pvl. The complaint for malposition - valve embolizes into ventricle was confirmed with objective evidence via imaging evaluation. Available information from the cs call and the imaging evaluation suggests that a pinned anterior leaflet (at least 2 anchors) contributed to the reported event. Other potential contributing factors include challenging imaging due to shadowing (from an aortic and mitral valve replacement device) and patient factors (high antero-lateral papillary muscle and rheumatic heart disease). However, the major root cause of embolization is lack of anterior leaflet capture due to poor imaging. The complaint for central regurgitation was confirmed with objective evidence via imaging evaluation. Investigation suggests that embolization of the valve contributed to the reported event. In the presence of embolization, there is no valve sealing on the annulus and therefore there is no back pressure to close the evoque valve leaflets, which can lead to central regurgitation. No manufacturing non-conformities were identified from the imaging evaluation. Since no manufacturing non-conformances were found and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions were required.

Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
As reported by the edwards lifesciences affiliate in spain, post-deployment the valve dropped anterior/septal resulting in moderate to severe anteroseptal pvl. Edwards received notification of an evoque procedure in tricuspid position where post-deployment the valve dropped anterior/septal resulting in moderate to severe anteroseptal pvl. The patient went to surgery on pod4, successfully performed with no complications. The patient is doing well and recovering also well.